Event description:
Suffered extreme dizziness and back pain which is still ongoing. Because of the holiday, my physician was not available. When I spoke with my physician, he said it was unlikely that I would have experienced a delayed adverse reaction to this injection of this medicine. Hyaluronate na euflexxa (10mg). There was a series of three injections, (B)(6) 2016. Does your agency have any info concerning this reaction - if so please elaborate. Pt is (B)(6) and was being treated for knee pain due to arthritis. Dates of use: (B)(6) 2016.